Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that upon removal of the sensor pod from the patient body, the sensor wire was missing. The patient called her physician regarding the issue and the physician recommended that the patient monitor the sensor site. Additionally, the patient reported that there is a resolving blister that was almost gone at the sensor insertion site. At the time of contact, the patient was at home in good health. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: failed- sensor wire is missing. Sensor wire present was not present. The senor wire was detached. The problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.